Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1998, the pt underwent a primary right l5-s1 spinal root decompression. About six weeks later, the pt presented with radicular pain. The investigator noted the event as mild in intensity. No treatment was prescribed by the physician. The event was reported resolved without treatment a little over a month later. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for the event.